Manufacturer narrative:
Batch review performed on 10 february 2026. Reverse shoulder system 04.01.0127 humeral reverse hc liner d 42/+6mm (k170452) lot 2301886: (B)(4) items manufactured and released on 08-may-2023. Expiration date: 18-apr-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0212 lat. Glenosphere 42xd 27 (k193175) lot 2301881: (B)(4) tems manufactured and released on 05-apr-2023. Expiration date: 16-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: implant dislocation is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 1 year and 6 months from the primary, the patient came in due to pain associated with a dislocation of the glenosphere and the poly. The cause is unknown as there is no trauma reported. The surgeon revised the metaphysis from +0/0&deg; to +9/0&deg; the liner to a liner of the same size, and the glenosphere to a glenosphere of the same size. The surgery was completed successfully.